Manufacturer narrative:
Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manuf acturing issue. The device remains implanted. Based on the information provided, the reported paravalvular leak (pvl) that required re-intervention was likely related to valve positioning as it was reported the valve was implanted too deep. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a functionally bicuspid native valve, the valve was implanted too deep. Moderate paravalvular leak (pvl) was noted and no treatment was prescribed. Following the procedure, the patient's hemodynamics declined. Two days later, a permanent pacemaker was implanted for complete heart block (chb). Seven days post-implant, a second transcatheter bioprosthetic valve was successfully implanted valve-in-valve in a slightly higher position. The patient's hemodynamic status improved and the pvl was reduced to trace to mild. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.